Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "high baseline alarm" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the serial and lot numbers with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further required at this time.

Event description:
It was reported that the by the medical doctor that the pump had a "high baseline" alarm. The pump was checked and no problem was found. The doctor continued to use the pump. The doctor found the "high baseline" alarm again and the pump sounded abnormal. The pump was checked by the local engineer and confirmed the connecting bearing between motor and bellows failed. As a result, the pump was switched out with another new pump successfully. Patient outcome: fine. There was no reported patient death, serious injury or complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the by the medical doctor that the pump had a "high baseline" alarm. The pump was checked and no problem was found. The doctor continued to use the pump. The doctor found the "high baseline" alarm again and the pump sounded abnormal. The pump was checked by the local engineer and confirmed the connecting bearing between motor and bellows failed. As a result, the pump was switched out with another new pump successfully. Patient outcome: fine there was no reported patient death, serious injury or complications.